Event description:
It has been reported that during placement into the pt¿s back, the glass loss of resistance syringe broke in the physician¿s hand near the hub when inserting the epidural needle. As a result, another syringe was used. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.